Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the battery is depleting and device replacement was recommended. No changes have been made at this time and the pacemaker remains in service. No adverse patient effects were reported. This event will be updated once a revision procedure is performed and/or the pacemaker is returned back from the field for analysis.